Manufacturer narrative:
The field service representative (fsr) performed quarterly maintenance on the alinity c processing module, serial number (B)(6), which included cleaning of the reaction carousel. The fsr cleaning the reaction carousel resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant results reported for (B)(6). A review of complaint and trending data for the alinity c processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the reaction carousel (part number c-35016478-01) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the reaction carousel was identified.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for two patients. The following results were provided (reference range 1.6 to 2.6 mg/dl): patient 1, initial magnesium result= 7.6 mg/dl; repeat result= 1.9 mg/dl. Patient 2, initial magnesium result= 6.6 mg/dl; repeat result= 2.2 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for two patients. The following results were provided (reference range 1.6 to 2.6 mg/dl): patient 1, initial magnesium result= 7.6 mg/dl; repeat result= 1.9 mg/dl. Patient 2, initial magnesium result= 6.6 mg/dl; repeat result= 2.2 mg/dl. There was no impact to patient management reported.